Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 12 days after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, 30n.cm of primary stability was achieved, the patient presented bone type iii and immediate implant was performed.